Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported noise was confirmed in the laboratory via review of the programmer printouts. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the noise could not be determined.

Event description:
It was reported that noise on the atrial channel and inappropriate mode switches were observed. The device was explanted and replaced. The patient tolerated the procedure well and was discharged the next day.